Manufacturer narrative:
Customer failed to properly cycle the cartridge per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer wasn¿t cycling the cartridge and using cold insulin. Clinical support educated the customer regarding cycling the cartridge and insulin usage. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.